Manufacturer narrative:
The nurse reported that there are 7 telemetry transmitters are in communication loss with the central nurse's station (cns). The multiple patient receiver (org) was rebooted by the biomedical engineer and communication was restored to the cns. Vitals from the telemetry transmitter patients were able to be viewed on the cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the org. The transmitter model and serial numbers were requested but not provided. Central nurse's station: model: cns-6801a; sn: (B)(4). Telemetry transmitter.

Event description:
The nurse reported that there are 7 telemetry transmitters are in communication loss with the central nurse's station (cns). The multiple patient receiver (org) was rebooted by the biomedical engineer and communication was restored to the cns. Vitals from the telemetry transmitter patients were able to be viewed on the cns. No patient harm reported.

Manufacturer narrative:
Details of complaint: on 04/09/2020, the customer at (B)(6) hospital reported that 7 tele devices showed communication loss at the central nurse's station (cns: pu-681ra, sn #: (B)(6)). All tele devices were assigned to the same org device org-9110a, sn: (B)(6). No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: root cause of the issue could not be identified; however, the issue was resolved by rebooting the org. The risk priority of the issue is categorized as: medium. It is assumed to be caused by a poor network connection or customer environmental factors. The issue was not suspected to be caused by a malfunction or deviation of functionality of the device from the specified functionality. Communication loss on central nursing station (cns) can impact patient monitoring on telemetry devices, however patients not on telemetry devices are being monitored on bsm's without any issue. Review of the device history found no similar incidents of communication loss before or after this incident was reported. Therefore, CAPA is not initiated. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: cns-6801a; serial #: (B)(6); device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni. Telemetry transmitters: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni.

Event description:
The nurse reported that there are 7 telemetry transmitters in communication loss with the central nurse's station (cns). The multiple patient receiver (org) was rebooted by the biomedical engineer and communication was restored to the cns. Vitals from the telemetry transmitter patients were able to be viewed on the cns. No patient harm reported.